Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body stent graft was positioned and deployed as expected. Upon polymer fill of the aortic body stent graft, the polymer syringe was observed to have emptied indicating a potential intravascular leak of polymer, and the patient experienced hypotension. The patient was treated for a hypersensitive reaction per the IFU and was stabilized. The aneurysm was successfully excluded at the conclusion of the implant procedure. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
The root cause for the emptying of the polymer syringe and intravascular leak of polymer could not be definitively determined with the information available; imaging and/or medical records were not available for review. Based on a review of the returned delivery system, there was no evidence of damage to the fill polymer fluid path and/or the fill tube mating junction of the delivery system to the stent graft that would indicate a compromise of the polymer fluid path. The stent graft remains implanted and was not available for evaluation. The most likely cause of the emptying of the polymer syringe and intravascular leak of polymer was likely due to a compromise in the integrity of the aortic body stent graft fill channels and/or mating junction of the delivery system to the stent graft; however, this could not be definitively confirmed. The final patient disposition could not be determined due to a lack of any medical records or imaging. Reportedly, the aneurysm was successfully excluded at the conclusion of the implant procedure and was doing well post operatively. As of the date of this report, there have been additional patient sequelae reported. A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture.